Manufacturer narrative:
E1 - initial reporter address: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the coil was released and floated into the abdominal aorta. A 12 mm x 40 cm interlock .035 coil was selected to treat a dissecting celiac trunk aneurysm. However, when the coil was delivered with a non-boston scientific catheter, it was noted that the tail end was difficult to release even after multiple attempts. Consequently, the catheter popped out, and the coil was released and floated into the abdominal aorta. An attempt to retrieve the coil from the abdominal aorta using a non-boston scientific snare was unsuccessful. The unretrieved coil was intentionally left at the main trunk of the celiac trunk to the outlet of the abdominal aorta. The procedure was completed with another of the same device. There were no patient complications as a result of this event and patient was stable post-procedure.